Event description:
Healthcare professional reported "leak" and "textured" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Deflation: observed an opening assessed, as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: observed, crease fold on the device. Yellow biological tissue observed, inside the device. White particles observed, outer the device.